Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific received information that during the one day post-implant follow-up, high thresholds and loss of capture were exhibited with this right ventricular lead. The physician suspected the lead had dislodged and performed lead repositioning. During surgical intervention, the lead was successfully reposition. To date, the lead remains implanted and in service. No adverse patient effects were reported. Subsequently, during a routine follow-up interrogation, high out of range threshold values were again observed and the patient indicated being slightly dizzy. The physician elected to surgically intervene and explant the lead.